Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center had a bad contact that was causing an intermittent image. According to the initial reporter, this event occurred in a total of 8 procedures. Reportedly, in most of the cases, the subject device was used to complete the procedure by manipulating the terminal on the controller. However, in one of the cases, a similar device had to be used to complete the procedure. No procedure was delay or cancelled. There was no patient harm as a result of these events. This is case 1 of 8.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 6 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to poor contact causing intermittent failure during image transmission. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.